Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the image guide bundle had significant breakages; the connecting tube had a dent with the coating peeled; due to wear of the angle wire, bending the angle in the up direction did not meet the standard value; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera bronchofibervideoscope displayed defects in the bending section and insertion tube with a broken fiber. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the image guide coating was peeled. This report is to capture the reportable malfunction of the peeled coating on the image guide noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled coating could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.